Event description:
Distributor called to get device replaced because it read high valve during calibration check. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.